Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010034040 was returned and analyzed. Visual inspection of the sheath showed the sheath was intact with no apparent issues. A leak test was performed, and the sheath passed the leak test. In conclusion, the reported hemostatic valve issue was not confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the hemostatic valve was observed to be broken. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.